Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation, and the customers complaint was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the issue occurred due to component failure of the universal cord sheath. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had an abnormal image. The screen became blurred and indistinct. The issue was found during an unspecified therapeutic procedure and was completed using a similar device. No delay and no patient harm reported by the customer.

Event description:
It was reported, the subject device had an abnormal image. The issue was found during an unspecified therapeutic procedure and was completed using a similar device. No delay and no patient harm reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.